Event description:
An ophthalmic surgeon reported that a patient experienced a burst posterior bag during a laser assisted cataract procedure. Additional information provided states that a vitrectomy was performed and an anterior chamber intraocular lens was placed in the eye to complete the procedure with no further harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).